Manufacturer narrative:
During preparation, while opening the package of the cashmere 14 platinum microcoil (B)(4), the inner package of the cashmere was already opened. No damages were noted with outer package. Therefore, the cashmere was not used and a new product ((B)(4)/lot unk) was used instead. Afterwards, the procedure was successfully completed without any further issues. The complaint product was not clinically used in the patient. The complaint product was new and stored per labeling instructions. It is unknown if the device may have been open during another case/procedure, but it was reported that the upper corners of the sterilization pouch were sealed and the upper center had been opened. The complaint product was new and stored per labeling instructions, and no damages were noted with outer box. No additional information is available. The procedure was coil embolization for pulmonary arteriovenous fistula. No information regarding the vessel was provided. The complaint product is going to be returned for evaluation. No additional information is available. It is confirmed that the chevron side of the pouch was found to be opened as stated in the field complaint. It was found that there was no residue found at the opened section, but the residue was found on both sides of the chevron where the opened pouch stopped and the closed section began. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the available information and analysis, the event of opened package was confirmed. A risk assessment has been completed to evaluate this issue with an investigation initiated under the corrective and preventative action system.

Event description:
During preparation, while opening the package of the cashmere 14 platinum microcoil ((B)(4)/f56828), the inner package of the cashmere was already opened. No damages were noted with outer package. Therefore, he stopped use of the cashmere and a new product ((B)(4), lot unknown) was used instead. Afterwards, the procedure was successfully completed without any further issues. The complaint product was not clinically used in the patient. The complaint product was new and stored per labeling instructions. It is unknown if the device may have been open during another case/procedure, but it was reported that the upper corners of the sterilization pouch were sealed and the upper center had been opened. The complaint product was new and stored per labeling instructions, and no damages were noted with outer box. No additional information is available. The procedure was coil embolization for pulmonary arteriovenous fistula. No information regarding the vessel was provided. The complaint product is going to be returned for evaluation. No additional information is available.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt.